Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the lower frame tube of the left side frame was fractured near where the lower frame tube and upright rear tube are welded. However, the underlying cause could not be determined.

Event description:
Dealer states that the user stated that there was a funny noise coming from the left side of the chair. Deal noticed that the left frame has broke at the weld where the back canes connects to the bottom frame behind the axle hole.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the user stated that there was a funny noise coming from the left side of the chair. Deal noticed that the left frame has broke at the weld where the back canes connects to the bottom frame behind the axle hole.